Manufacturer narrative:
Further information was requested but not received.

Event description:
During the implant procedure after connecting right ventricular lead and left ventricular lead to the device, the physician tried to attach the atrial lead. The atrial lead went into the port easily and the screw was turned but the screw driver did not click. The screw was unable to torque after trying with another screw driver. The physician decided to use another device even though the atrial lead appeared to be connected to the device. All leads were attached to the new device. The patient tolerated the procedure well and was stable post procedure.

Manufacturer narrative:
The reported event of set screw anomaly was confirmed. Septum material was observed inside the set screw hex cavity, and the set screw was stripped. The damage found was sustained during the surgical procedure.